Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Retained units were evaluated and passed the internal testing. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description of event: patient received tpn via deep vein and at 15 o'clock family found air in connector to deep vein catheter. Preliminary handling of event: the nurse immediately suspended the infusion, checked the venous access, the infusion set was intact, the ultrasite injection site had a crack and was humid, replaced a new connector and checked the tightness, the family complained of more air entry, the patient and family were anxious, complained of chest pain, abdominal distension, and more foam in the gastric tube drainage fluid. The problem connector was injected with normal saline, a small amount of water leaked from the connector, not closed. Vital signs and emergency bedside ECG were measured and were normal.